Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("essure that has broken loose and gone into her uterus/other insert is floating and broken"), device dislocation ("device displaced to lower right abdominal area"), embedded device ("one has embedded into uterus") and device expulsion ("one has embedded into uterus") in an adult female patient who had essure inserted for female sterilisation. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) with abdominal pain lower, embedded device (seriousness criterion medically significant) and device expulsion (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, embedded device and device expulsion had not resolved. The reporter provided no causality assessment for device breakage, device dislocation, device expulsion and embedded device with essure. The reporter commented: the pain started in (B)(6) 2018 and patient had gone to ER (emergency room). Pain was ongoing. Two weeks before the report, the patient's doctor had reviewed the CT scan from (B)(6) 2018 and it showed one coil successfully in place. The patient needs surgical removal of the inserts. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2018: essure displaced to right lower abdominal cavity (B)(6) 2017: hysterosalpingogram - one side was not sealed and one was successful. One was in abdominal cavity and the other one was embedded in uterus. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a consumer and describes the occurrence of device breakage ("essure that has broken loose and gone into her uterus / other insert is floating and broken"), device dislocation ("device displaced to lower right abdominal area"), embedded device ("one has embedded into uterus"), device expulsion ("one has embedded into uterus") and pregnancy with contraceptive device ("20 weeks pregnant") in a 28-year-old female patient who had essure (batch no. Cs000xc , cs000x7) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." The patient's past medical history included multigravida and parity 3. Never smoke, denies fever, fatigue, weight loss, weight gain, headache, depression and anxiety. Denies vaginal discharge, incontinence, dysuria, hematuria, urinary frequency, amenorrhea, menorrhagia, abnormal vaginal bleeding, genital sores and decreased libido. Cv-denies chest pains, palpitations and edema. Resp-denies cough and wheezing. Gi-denies nausea, vomiting, diarrhea, constipation, change in bowel habits, pain, blood in stool and heartburn. Endo-denies cold intolerance and heat intolerance. Breast-denies breast lump, pain and nipple discharge. Ms-denies back pain, muscle weakness and restless legs derm-denies rash, itching, dryness and suspicious lesions. Neuro- denies seizures. Psych- denies depression, anxiety and suicidal ideation ent- denies nosebleeds. Concurrent conditions included morbid obesity and caffeine abuse (1 drinks per day). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) with abdominal pain lower, embedded device (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), lymphadenitis ("inflammation of the lymph node around my appendix"), dysmenorrhoea ("periodic pain") and c-reactive protein increased ("elevated crp level"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first and second trimesters of pregnancy. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, embedded device and device expulsion had not resolved and the pregnancy with contraceptive device, lymphadenitis, dysmenorrhoea and c-reactive protein increased outcome was unknown. The pregnancy outcome was not reported. The reporter provided no causality assessment for device breakage, device dislocation, device expulsion and embedded device with essure. The reporter considered c-reactive protein increased, dysmenorrhoea, lymphadenitis and pregnancy with contraceptive device to be related to essure. The reporter commented: the pain started in (B)(6) 2018 and patient had gone to ER (emergency room). Pain was ongoing. 2 weeks before the report, the patient's doctor had reviewed the CT scan from (B)(6) 2018 and it showed one coil successfully in place. The patient needs surgical removal of the inserts. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.5 kg/sqm. Computerised tomogram - in (B)(6) 2018: essure displaced to right lower abdominal cavity hysterosalpingectomy - on an unknown date: total occlusion of the tube. On (B)(6) 2017: hysterosalpingogram - one side was not sealed and one was successful. One was in abdominal cavity and the other one was embedded in uterus. Most recent follow-up information incorporated above includes: on (B)(6) 2018: correction was done on (B)(6) 2018 following company internal coding review, the event elevated crp level was re-coded to meddra llt crp increased. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a consumer and describes the occurrence of device breakage ("essure that has broken loose and gone into her uterus / other insert is floating and broken"), device dislocation ("device displaced to lower right abdominal area"), embedded device ("one has embedded into uterus"), device expulsion ("one has embedded into uterus") and pregnancy with contraceptive device ("20week pregnanat") in a 28-year-old female patient who had essure (batch no. Cs000xc , cs000x7) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3. Never smoke, denies fever, fatigue, weight loss, weight gain, headache, depression and anxiety. Denies vaginal discharge, incontinence, dysuria, hematuria, urinary frequency, amenorrhea, menorrhagia, abnormal vaginal bleeding, genital sores and decreased libido. Cv-denies chest pains, palpitations and edema. Resp-denies cough and wheezing. Gi-denies nausea, vomiting, diarrhea, constipation, change in bowel habits, pain, blood in stool and heartburn. Endo-denies cold intolerance and heat intolerance. Breast-denies breast lump, pain and nipple discharge. Ms-denies back pain, muscle weakness and restless legs derm-denies rash, itching, dryness and susicious lesions. Neuro- denies seizures. Psych- denies depression, anxiety and suicidal ideation ent- denies nosebleeds. Concurrent conditions included morbid obesity and caffeine abuse (1 drinks per day). On (B)(6) 2016 the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) with abdominal pain lower, embedded device (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), lymphadenitis ("inflammation of the lymph node arround my appendix"), pelvic pain ("periodic pain") and protein total increased ("elevated crp level"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first and second trimesters of pregnancy. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, embedded device and device expulsion had not resolved and the pregnancy with contraceptive device, lymphadenitis, pelvic pain and protein total increased outcome was unknown. The pregnancy outcome was not reported. The reporter provided no causality assessment for device breakage, device dislocation, device expulsion and embedded device with essure. The reporter considered lymphadenitis, pelvic pain, pregnancy with contraceptive device and protein total increased to be related to essure. The reporter commented: the pain started in jan-018 and patient had gone to ER (emergency room). Pain was ongoing. 2 weeks before the report, the patient's doctor had reviewed the CT scan from jan-2018 and it showed one coil successfully in place. The patient needs surgical removal of the inserts. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.5 kg/sqm. Computerised tomogram - in january 2018: essure displaced to right lower abdominal cavity hysterosalpingectomy - on an unknown date: total occulsion of the tube feb-2017: hysterosalpingogram - one side was not sealed and one was successful. One was in abdominal cavity and the other one was embedded in uterus. Most recent follow-up information incorporated above includes: on 6-aug-2018: fu5 and fu 6 process together. Essure device breakage questionnaire received from physician. Concomitant disease added. Lot number added.events 20week pregnant , device ineffective, inflammation of the lymph node around my appendix, periodic pain and elevated crp level added. On 7-aug-2018: fu5 and fu 6 process together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a consumer and describes the occurrence of device breakage ("essure that has broken loose and gone into her uterus / other insert is floating and broken"), embedded device ("one has embedded into uterus"), device expulsion ("one has embedded into uterus"), device dislocation ("device displaced to lower right abdominal area") and pregnancy with contraceptive device ("20 week pregnant") in a 28-year-old female patient who had essure (batch nos. Cs000x7 and cs000xc) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3. Never smoke, denies fever, fatigue, weight loss, weight gain, headache, depression and anxiety. Denies vaginal discharge, incontinence, dysuria, hematuria, urinary frequency, amenorrhea, menorrhagia, abnormal vaginal bleeding, genital sores and decreased libido. Cv-denies chest pains, palpitations and edema. Resp-denies cough and wheezing. Gi-denies nausea, vomiting, diarrhea, constipation, change in bowel habits, pain, blood in stool and heartburn. Endo-denies cold intolerance and heat intolerance. Breast-denies breast lump, pain and nipple discharge. Ms-denies back pain, muscle weakness and restless legs derm-denies rash, itching, dryness and suspicious lesions. Neuro- denies seizures. Psych- denies depression, anxiety and suicidal ideation ent- denies nosebleeds. Concurrent conditions included morbid obesity and caffeine abuse (1 drinks per day). On (B)(6) 2016, the patient had essure inserted and removed on an unknown date. A new essure was inserted on an unknown date. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) with abdominal pain lower, pregnancy with contraceptive device (seriousness criterion medically significant), lymphadenitis ("inflammation of the lymph node around my appendix"), dysmenorrhoea ("periodic pain"), c-reactive protein increased ("elevated crp level"), pelvic pain ("she is in pain all the time.") And appendix disorder ("an appendix issue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first and second trimesters of pregnancy. Essure treatment was not changed. At the time of the report, the device breakage, embedded device, device expulsion and device dislocation had not resolved and the pregnancy with contraceptive device, lymphadenitis, dysmenorrhoea, c-reactive protein increased, pelvic pain and appendix disorder outcome was unknown. The pregnancy outcome was not reported. The reporter provided no causality assessment for device breakage, device dislocation, device expulsion and embedded device with essure. The reporter considered appendix disorder, c-reactive protein increased, dysmenorrhoea, lymphadenitis, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: the pain started in (B)(6) 2018 and patient had gone to ER (emergency room). Pain was ongoing. 2 weeks before the report, the patient's doctor had reviewed the CT scan from (B)(6) 2018 and it showed one coil successfully in place. The patient needs surgical removal of the inserts. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.5 kg/sqm. Computerised tomogram: in (B)(6) 2018: essure displaced to right lower abdominal cavity hysterosalpingectomy - on an unknown date: total occlusion of the tube (B)(6) 2017: hysterosalpingogram - one side was not sealed and one was successful. One was in abdominal cavity and the other one was embedded in uterus. Lot number: cs000x7 man date: 10-07-2015 exp date: 28-04-2018. Lot number: cs000xc man date: 08-10-2015 exp date: 28-06-2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: irms received- new event she is in pain all the time, an appendix issue were added. New reporter were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a consumer and describes the occurrence of device breakage ("essure that has broken loose and gone into her uterus / other insert is floating and broken"), device dislocation ("device displaced to lower right abdominal area"), embedded device ("one has embedded into uterus"), device expulsion ("one has embedded into uterus") and pregnancy with contraceptive device ("20week pregnant") in a 28-year-old female patient who had essure (batch no. Cs000xc , cs000x7) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." The patient's past medical history included multigravida and parity 3. Never smoke, denies fever, fatigue, weight loss, weight gain, headache, depression and anxiety. Denies vaginal discharge, incontinence, dysuria, hematuria, urinary frequency, amenorrhea, menorrhagia, abnormal vaginal bleeding, genital sores and decreased libido. Cv-denies chest pains, palpitations and edema. Resp-denies cough and wheezing. Gi-denies nausea, vomiting, diarrhea, constipation, change in bowel habits, pain, blood in stool and heartburn. Endo-denies cold intolerance and heat intolerance. Breast-denies breast lump, pain and nipple discharge. Ms-denies back pain, muscle weakness and restless legs derm-denies rash, itching, dryness and suspicious lesions. Neuro- denies seizures. Psych- denies depression, anxiety and suicidal ideation ent- denies nosebleeds. Concurrent conditions included morbid obesity and caffeine abuse (1 drinks per day). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) with abdominal pain lower, embedded device (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), lymphadenitis ("inflammation of the lymph node around my appendix"), dysmenorrhoea ("periodic pain") and c-reactive protein increased ("elevated crp level"). Last menstrual period and estimated date of delivery were not provided. Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, embedded device and device expulsion had not resolved and the pregnancy with contraceptive device, lymphadenitis, dysmenorrhoea and c-reactive protein increased outcome was unknown. The pregnancy outcome was not reported. The reporter provided no causality assessment for device breakage, device dislocation, device expulsion and embedded device with essure. The reporter considered c-reactive protein increased, dysmenorrhoea, lymphadenitis and pregnancy with contraceptive device to be related to essure. The reporter commented: the pain started in (B)(6) 2018 and patient had gone to ER (emergency room). Pain was ongoing. 2 weeks before the report, the patient's doctor had reviewed the CT scan from (B)(6) 2018 and it showed one coil successfully in place. The patient needs surgical removal of the inserts. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.5 kg/sqm. Computerised tomogram - in (B)(6) 2018: essure displaced to right lower abdominal cavity. Hysterosalpingectomy - on an unknown date: total occlusion of the tube on (B)(6) 2017: hysterosalpingogram - one side was not sealed and one was successful. One was in abdominal cavity and the other one was embedded in uterus. Lot number: cs000x7, man date: 10-07-2015, exp date: 28-04-2018. Lot number: cs000xc, man date: 08-10-2015, exp date: 28-06-2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('device displaced to lower right abdominal area'), device breakage ('essure that has broken loose and gone into her uterus / other insert is floating and broken'), embedded device ('one has embedded into uterus') and device expulsion ('one has embedded into uterus') in a 28-year-old female patient who had essure (batch no. Cs000xc, cs000x7) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3. Never smoke, denies fever, fatigue, weight loss, weight gain, headache, depression and anxiety. Denies vaginal discharge, incontinence, dysuria, hematuria, urinary frequency, amenorrhea, menorrhagia, abnormal vaginal bleeding, genital sores and decreased libido. Cv-denies chest pains, palpitations and edema. Resp-denies cough and wheezing. Gi-denies nausea, vomiting, diarrhea, constipation, change in bowel habits, pain, blood in stool and heartburn. Endo-denies cold intolerance and heat intolerance. Breast-denies breast lump, pain and nipple discharge. Ms-denies back pain, muscle weakness and restless legs derm-denies rash, itching, dryness and susicious lesions. Neuro- denies seizures. Psych- denies depression, anxiety and suicidal ideation ent- denies nosebleeds. Concurrent conditions included morbid obesity and caffeine abuse (1 drinks per day). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and abdominal pain, device breakage (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), lymphadenitis ("inflammation of the lymph node arround my appendix"), dysmenorrhoea ("periodic pain"), pelvic pain ("she is in pain all the time.") And appendix disorder ("an appendix issue"), was found to have a pregnancy with contraceptive device ("20week pregnanat") and was found to have c-reactive protein increased ("elevated crp level"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, device breakage, embedded device and device expulsion had not resolved and the pregnancy with contraceptive device, lymphadenitis, dysmenorrhoea, c-reactive protein increased, pelvic pain and appendix disorder outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was not reported. The reporter provided no causality assessment for device breakage, device dislocation, device expulsion and embedded device with essure. The reporter considered appendix disorder, c-reactive protein increased, dysmenorrhoea, lymphadenitis, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: the pain started in (B)(6) 2018 and patient had gone to ER (emergency room). Pain was ongoing. 2 weeks before the report, the patient's doctor had reviewed the CT scan from jan-2018 and it showed one coil successfully in place. The patient needs surgical removal of the inserts. Not only was my essure displaced and broken, but I have had to have a hysterectomy due to abdominal pain caused by the device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.5 kg/sqm. Computerised tomogram - in (B)(6) 2018: results: essure displaced to right lower abdominal cavity. Hysterosalpingectomy - on an unknown date: results: total occulsion of the tube. (B)(6) 2017 hysterosalpingogram - one side was not sealed and one was successful. One was in abdominal cavity and the other one was embedded in uterus. Lot number: cs000x7 man date: 10-07-2015 exp date: 28-04-2018. Lot number: cs000xc man date: 08-10-2015 exp date: 28-06-2018 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2020: information received via mail communication: patient underwent a hysterectomy. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('device displaced to lower right abdominal area'), device breakage ('essure that has broken loose and gone into her uterus / other insert is floating and broken'), embedded device ('one has embedded into uterus') and device expulsion ('one has embedded into uterus') in a 28-year-old female patient who had essure (batch no. Cs000xc, cs000x7) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3. Never smoke, denies fever, fatigue, weight loss, weight gain, headache, depression and anxiety. Denies vaginal discharge, incontinence, dysuria, hematuria, urinary frequency, amenorrhea, menorrhagia, abnormal vaginal bleeding, genital sores and decreased libido. Cv-denies chest pains, palpitations and edema. Resp-denies cough and wheezing. Gi-denies nausea, vomiting, diarrhea, constipation, change in bowel habits, pain, blood in stool and heartburn. Endo-denies cold intolerance and heat intolerance. Breast-denies breast lump, pain and nipple discharge. Ms-denies back pain, muscle weakness and restless legs derm-denies rash, itching, dryness and suspicious lesions. Neuro- denies seizures. Psych- denies depression, anxiety and suicidal ideation ent- denies nosebleeds. Concurrent conditions included morbid obesity and caffeine abuse (1 drinks per day). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and abdominal pain, device breakage (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), lymphadenitis ("inflammation of the lymph node around my appendix"), dysmenorrhoea ("periodic pain"), pelvic pain ("she is in pain all the time.") And appendix disorder ("an appendix issue"), was found to have a pregnancy with contraceptive device ("20 week pregnant") and was found to have c-reactive protein increased ("elevated crp level"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device dislocation, device breakage, embedded device and device expulsion had not resolved and the pregnancy with contraceptive device, lymphadenitis, dysmenorrhoea, c-reactive protein increased, pelvic pain and appendix disorder outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was not reported. The reporter provided no causality assessment for device breakage, device dislocation, device expulsion and embedded device with essure. The reporter considered appendix disorder, c-reactive protein increased, dysmenorrhoea, lymphadenitis, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: the pain started in (B)(6) 2018 and patient had gone to ER (emergency room). Pain was ongoing. 2 weeks before the report, the patient's doctor had reviewed the CT scan from (B)(6) 2018 and it showed one coil successfully in place. The patient needs surgical removal of the inserts. Not only was my essure displaced and broken, but I have had to have a hysterectomy due to abdominal pain caused by the device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 50.5 kg/sqm. Computerised tomogram - in (B)(6) 2018: results: essure displaced to right lower abdominal cavity. Hysterosalpingectomy - on an unknown date: results: total occulsion of the tube. (B)(6) 2017: hysterosalpingogram - one side was not sealed and one was successful. One was in abdominal cavity and the other one was embedded in uterus. Lot number: cs000x7, man date: 10-07-2015, exp date: 28-04-2018. Lot number: cs000xc, man date: 08-10-2015, exp date: 28-06-2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.